Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds being advanced over a guide wire. The stent implant was dislodged and not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal and distal balloon shoulders and tapers were wrinkled. There was peeling on the proximal balloon shoulders and tapers. The distal edge of the soft tip was jagged. Since this damage was not reported in the incident information, the wrinkled balloon and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A cine of the procedure was received and reviewed by an abbott clinical specialist. Angiograms show left coronary angiography with highly calcified diffuse disease in the proximal and mid left anterior descending (lad). It is difficult to determine whether the proximal portion had been previously stented or is just calcified. A few images are shown in the same angle showing no implanted or floating stent. Further images show a stent in the proximal portion of the lad however the placement and deployment is not shown; only a possible post inflation, indicating that this may have been a previously implanted stent. The cine images confirm angioplasty was performed on the lad and diagonal. The first inflation on the lad is a balloon only; no stent scaffold is seen after balloon removal. It cannot be confirmed whether the stent was present or not prior to insertion or whether the stent floated to another area and was then deployed. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. As the stent was unable to be located, it is unknown when the stent dislodged; however, the stent was not inspected during unpacking. It should be noted the mini vision instructions for use (IFU) states: prior to using the multi-link mini vision rx or multi-link mini vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted there was peeling on the proximal balloon shoulders and tapers which were not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. It is possible that the balloon may have scraped against the lesion/anatomy, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are visually inspected online for stent placement, and inspected for balloon shredding. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure the physician attempted to deploy the stent and inflate the balloon in the anatomy but no stent was present. The device was removed from the anatomy. The patient was examined under fluoroscopy but the stent was not observed in the anatomy. The stent implant was not found on the operating table or within the package. There was no reported adverse patient effect. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report filed, updated information received stated: cine images confirm angioplasty was performed to the highly calcified, diffused diseased left anterior descending artery and to the diagonal artery. No additional information was provided.